Event description:
Abdominal pain vomiting -misty mesentery - (B)(6) 2012- ER abdominal pain, (B)(6) 2012-ER flank pain, (B)(6) 2012-gallbladder surgery, (B)(6) 2013 flank pain, (B)(6) 2013-back flank pain, (B)(6) 2013 chronic gastris, multiple trips to pcp- chronic diarrhea, heaving bleeding, spotting, server fatigue, pain-joint muscle, cramping, bloating.